Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, it was noticed that the tubing on the venous connector isn't sitting all the way on the barb. It is pushed back on all the way and it slips back again. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 23, 2016. (B)(4). The actual device was not returned for evaluation; however a photograph of the event was provided by the user facility. Upon inspection of the provided photo, it was confirmed that the tubing flares out around the venous inlet port and does not appear to be completely secure around the port fully. From the description, this has been an ongoing concern of the user; therefore, this is not a manufacturing issue, but is rather a concern with the design of the product. As this is a customer made connection, the tubing cannot be bonded onto the port to make a more secure connection. Review of the device history records revealed no manufacturing issues. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.